Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 18 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported poor bone quality/quantity in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.